Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case on display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery attempt. The customer's blood glucose was not known. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported. On (B)(6) 2014, the customer was hospitalized with high blood glucose of 480 mg/dl and diabetic ketoacidosis. At this point, no delivery and motor error alarms had been received on the insulin pump. Nothing further was reported.